Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure. No reported adverse effects.

Manufacturer narrative:
Returned device was received in decent physical condition but the right plunger case was partially separated from the left plunger case and there was a crack on the battery door. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. However, it was able to be reasonably assumed that the broken screw-boss on the left plunger case was causing the force sensor test error intermittently. The left plunger case and whole plunger assembly were replaced and this will resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there was no patient present at the time of the event.